Event description:
This spontaneous report was received on (B)(6) 2012, from female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o b procomfort regular, for menstruation (route vaginal, frequency, lot number and expiration date unspecified). After an unspecified duration, consumer suspected that the tampon was stuck inside her vagina. She was not sure if she had pulled the tampon out or not since the string was not present while checking. The action taken with the device and the outcome of the events were unknown. This report had non serious event. The company causality was assessed as possible. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort regular, for menstruation (route vaginal, frequency, lot number and expiration date unspecified). After an unspecified duration, consumer suspected that the tampon was stuck inside her vagina. She was not sure if she had pulled the tampon out or not since the string was not present while checking. The action taken with the device and the outcome of the events were unknown. This report had non serious event. The company causality was assessed as possible. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No lot number was provided and no sample was returned. History of non conformances reviewed revealed no non conformances on this product. Review of complaint data found no adverse trends. No assignable root cause could be identified. There was no evidence to support that the device failed to meet specifications. Complaint trends will continue to be monitored. This report remains non serious. This report remains a reportable malfunction case in the united states.